Manufacturer narrative:
Based on the claim against the product by the customer noting the alleged endoscope image was inverted, an investigation was completed to determine the cause of this reported event. From available information provided to the isi technical support engineer (tse) during troubleshooting, the reported issue was addressed via phone support. The customer replaced the endoscope with a backup, power cycled the system and reseated the new endoscope to resolve the issue. No onsite visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. In this case, the probable root cause of endoscope inverted issue is attributed to an issue with the drive of the initial endoscope. Based on the tse notes, the system issue was due to most likely a defective drive at the first used endoscope, improperly seated, or disconnected endoscope. The issue can be resolved by reseating the endoscope and power cycling the system, if necessary.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope image was inverted at the beginning of the procedure. Prior to calling, the customer replaced the endoscope, but the issue persisted. A reboot and reinserting of the camera solved the issue and surgery was ongoing. The tse explained the root cause for this issue, most likely a defective drive at the first used endoscope and advised the caller to check this after the procedure has been completed. The customer will do so after the case completed. The procedure was completing as planned with no patient harm and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the problem was that the endoscope (30°) displayed the image in the opposite direction despite correct insertion with correct alignment and instillation. The problem could not be fixed, so we replaced the endoscope. The problem also occurred with the 2nd optic, so from my point of view it cannot be due to the endoscope itself. The problem was solved by restarting the system.